Event description:
It was reported that the 9600 system had missing images when the cable was moved. Also, there was problem with the vertical lift column. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and connection were repaired during the service call. The system was tested and found to be working as intended and put back into service.